Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. Microscopic examination of the needle bores and the suture ends revealed that the suture material appeared to have broken in the bore of the needles. It was not possible to determine the cause of the needle detachment. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. When the assistant tried to take the suture out of the packaging, the needle detached from the suture. There were no adverse patient consequences.